Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one 20039e sample from lot 20106458 was received with opened packaging and with residual fluid in the device. Additionally one 10ml angel flush syringe (lot 2a1124) was received without packaging with residual fluid in the device. A visual inspection of the 20039e sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. Functional testing was performed by connecting the sample to a 50ml bd plastipak syringe and a 5ml bd luer slip syringe from stock and flushing with fluid; no occlusion or flow restriction was identified during testing. Functional testing was also performed with the angel flush syringe returned by the customer and no occlusion or flow restriction was identified; however a visual inspection of the returned syringe noted some flash extending out from the inner edge of the tip of the male luer. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20106458 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance it was confirmed the connecting male luer had a raised edge, which may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e product in the past 12 months.

Event description:
It was reported that the smallbore 6 inch ext vlv had flow issues and couldn't be primed. The following information was provided by the initial reporter: "can¿t priming at beginning, need try several times or after several days"